Event description:
Suspected mfg defect. These lamps are identified as replacement bulbs for a specific brand dental operating lights. However, the lamps are of insufficient length to make firm contact with the lamp holder sockets which creates an intermittent continuity condition. This leads to electrical arcing and subsequent carbon build up on the socket and bulb contact surfaces. This condition requires replacement of both the sockets and bulb. Adding to the problem is poor quality finish on the bulb ends which hasten the carbon build up. Work order review indicates 18 sockets were replaced due to this condition, at $ 27.00 each, in the last six months.